Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the amia cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd cycler set during use for peritoneal dialysis therapy. The patient was connected at the time of the alarm. This occurred during drain two of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the supply line of the amia cassette and the supply bag. Renal therapy services (rts) assisted the patient in ending the therapy. Rts reviewed proper procedures with the patient and advised to remove all supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.